Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported a high blood glucose (bg) event. She also alleged that the pump was not working properly. The reporter stated that over the past month, the patient has encountered occlusion alarms as well as elevated bg levels. She indicated that on (B)(6) 2012, his bg had reached over "500 mg/dl" with symptoms of nausea and vomiting. She denied that the patient had any ketones. She also denied that medical attention was needed. The reporter treated the patient via syringe as a backup and his bg responded. During the contact with anm, the patient's bg level was at "78 mg/dl." At that time, the patient was disconnected from the pump. After each occlusion, the reporter claimed that she disconnected the pump, primed the tubing, and was able to see drops from the end of the tubing. The reporter denied that the patient had scar tissue. However, she mentioned that the patient had been using the buttock and thigh areas for sites for the past 12 years. The anm representative involved in this contact informed the reporter of the possibility of site exhaustion. Through troubleshooting, multiple occlusion alarms were observed on (B)(6) 2012 and one occlusion alarm on (B)(6) 2012. No alarms were found for (B)(6) 2012. A review of the pump's prime history revealed that the reporter was priming adequately and filling the cannula per instructions for use. The patient's last site/set change prior to the high bg episode was on (B)(6) 2012 at an unspecified time. The pump's history revealed that the next prime occurred on (B)(6) 2012 at 11:55-11:58 pm which was associated with a battery change. The patient was reportedly not reusing cartridges and was changing out the cartridges every 3 days. The reporter refused further troubleshooting of the pump . The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged that the patient developed high bg levels with symptoms suggestive of severe hyperglycemia as a result of the pump not working properly. However, at this time, it is unknown if the pump actually contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of pump history showed an unusual high force. Multiple occlusion alarms observed in the black box; the occlusion alarms are preceded by a constant rise in force. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. A 29 hour flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and pump gives appropriate visual and audible alert.